Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A report of inappropriate shock delivery was received via home monitoring. At an in-office follow up, high pacing impedance, high thresholds, and failure to capture were detected.